Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The lesion was denovo and the anatomical location is unknown. A 15mm x 3.5mm maverick2 balloon catheter was selected for use and during the advancement mild resistance was encountered. The balloon was inflated and ruptured at 12 atms. The inflation duration and number of inflations is unknown. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications occurred and the patient status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The lesion was denovo and the anatomical location is unknown. A 15mm x 3.5mm maverick2 balloon catheter was selected for use and during the advancement mild resistance was encountered. The balloon was inflated and ruptured at 12 atms. The inflation duration and number of inflations is unknown. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications occurred and the patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was attached to an encore inflation unit and a pinhole leak was noted approximately 3.5mm proximal to the proximal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)